Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with website and low blood glucose. The customer's blood glucose was 50 mg/dl at the time of incident and current blood glucose is 118mg/dl. Trouble shooting was performed and found customer experiencing low blood glucose for over a month and may be related to the infusion set recall. Customer treated low blood glucose with glucose tablets. Customer stated she goes to 50mg/dl once she changes sets. Advised customer recall does not include reservoirs only infusion sets. The insulin pump will not be returned for analysis.